Event description:
The carer was using the lifter concerned to raise the pt from the bath when the seat became detached from the lifter and caused the pt to be lowered back into the bath. The pt was removed from the bath using another lifter. There were no reported injuries to the pt or the carer. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect the lifter concerned and his fundings show that the general condition of the lifter was poor. Upon inspection of the lifter, he found that the jib pick up hook was deformed giving clearance for the seat to become disengaged from the chair retaining safety catch. Also, it was noted that the chair retaining catch was of the pre-modification type and the facility were not able to locate their copy of the ambulift operating instructions. Based upon the report, the general conclusion is that the lifter was in poor condition. It would appear that the deformation to the jib pick up hook had been reported to their service provider previously and this had been rectified by them on 09/11/07: (B)(4). It is perceived that the damage to the jib pick up hook and the pre-modification chair retaining catch would have contributed to the reported incident. It is recommended that the jib and safety catch on the lifter in question should be replaced with the current specification equipment. Also, all users of the ambulift at the facility are conversant with the correct procedures in accordance with the operating instructions. The facility will also be issued with the ambulift preventative maintenance schedule (pms).